Manufacturer narrative:
Smiths medical internaitonal, ltd evaluated the returned sample. Visual inspection of the returned sample confirmed the alleged breakage. The examination of the return sample found that the needle had been fractured and the tip had broken off approx 40mm from the distal end. A review of the complaint history database highlighted no other complaints of a similar nature for this lot number or product code. The returned needle is evidence of excessive manipulation of the needle in use. The spinal needle had been 'folded' at the point of exit from the tuohy needle along the shaft before it finally broke off during the procedure. The instructions for use have a precaution: if there is any resistance to injecting the local anaesthetic through the spinal needle or pain on injection, stop immediately and proceed in accordance with currently accepted medical techniques. There is also a warning: never use excessive force to advance the spinal needle when bone is felt. Continued advancement may bend the tip of the spinal needle. If under resistance is felt, carefully remove the spinal needle and discard.